Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection of the device found it to be good physical condition. Device then underwent functional testing by inflating the cuff with a syringe and was subsequently observed to have one big tear in the cuff. The following operations were reviewed: cuff assembly inflation line assembly; no discrepancies were noted. The reported allegation has been confirmed, and the problem source has been determined to be user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the patient had removed the device and noted the air pressure of the cuff was lowered due to leakage. No patient injury resulted.